Manufacturer narrative:
Analysis: during functional analysis, it was not possible to inflate the balloon probably due to a leak or a rupture on the ibt. During visual analysis, the rupture of the balloon was confirmed. It was located on the distal peak of the balloon and this is a partial radial rupture. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the rupture is attributed to the contact with bone splinters during surgery.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty. Intra-op, balloons burst. The products came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: during functional analysis, it was not more possible to inflate the balloon probably due to a leak or a rupture on the inflatable bone tamp. During visual analysis, the rupture of the balloon was confirmed. It was located on the distal peak of the balloon and this is a partial radial rupture. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the rupture is attributed to the contact with bone splinters during surgery.